Event description:
Went to scan patient by IV therapy to place a line, hit the scan on option on the ultrasound and it came up with error code 08x8002008a. Newly installed ultrasound and transducer probe that has replaced three other ultrasounds that keeps giving the same error code. Sonosite keeps sending out replacements of these ultrasounds and probe and they either fail right out of the box for the same error code or they work for a week and then fail while trying to treat a patient. FDA safety report ID# (B)(4).